Event description:
The report rec'd from the e-select database indicated that the pt was diagnosed with one-vessel disease and a staged procedure was planned due to time or logistics. One (1) mo after the index procedure during the f/u period, the pt was reported to be asymptomatic. Approx two (2) mos after the index procedure, the pt experienced unstable angina. Coronary angiography was done and a 90% proximal proliferative restenosis of the previously implanted cypher select 3.0x18mm stent was noted. The lesion was reported to extend into the left main coronary artery. The adverse event (ae) was reported to have a probable relationship to the study device/procedure. The severity of the ae was moderate. The outcome of the ae was reported to be ongoing and improved. The restenosis was treated by balloon angioplasty and implantation of an add'l cypher select plus 3.0x13mm stent.

Manufacturer narrative:
The indication for the elective index procedure was unstable angina and stress echocardiography. The target lesion was the proximal circumflex. The lesion was reported to be: native coronary, 3.0 mm vessel diameter, 12 mm length, a 90% stenosis, not a bifurcation lesion, not totally occluded, smooth, a readily accessible proximal segment, angulation greater than or equal to forty-five degrees (>=45 degrees), eccentric, with little or no calcium, absent of thrombus, and type b2. The lesion was reported to extend into the left main coronary artery. The lesion was pre-dilated with a 2.5x20 mm balloon at 14 atm. A cypher select 3.0x18 mm stent was implanted at 14 atm. The stent was not post-dilated. The result was reported to be satisfactory. The pt was discharged the day after the procedure. The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. Please note that device is distributed outside the untied states, however it is similar to the united states prod.